Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient noticed moisture on the cassette when removing it after treatment and cannot identify leak location. Prophylactic antibiotics were administered as a precaution and patient had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is unconfirmed. An investigation of the device mfg records was conducted by the manufacturer. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.